Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd)) patient experienced peritonitis, which was manifested by abdominal pain, nausea, vomiting, fever, bad condition and turbidity of the solution. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized and was treated with brulamycin injection (40 milligram, once a day, four days and discontinued, route not reported) and cefazolin injection (1 gram, once a day, four days and discontinued, route not reported) for the bacterial peritonitis. One day after the event onset, the patient was treated with meropenem injection (500 milligram, once a day, three days and discontinued, route not reported) for bacterial peritonitis. One day after event onset, pd therapy was discontinued, and the pd catheter was removed. Four days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. On an unreported date, the patient began hemodialysis therapy. No additional information is available.